Event description:
It was reported that during a da vinci assisted surgical procedure, the customer observed the prograsp forceps instrument had limited movement. Upon inspection it was confirmed that the wire had come loose. It was reinserted, but joint movement remained limited.the procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a dislodged grip tang at the distal end. The grip tang was not properly seated within the yaw pulley. The cause of the dislodged grip tang was the grip over rotates due to grasp, pull plus lateral loading action. The grip rotated past center point to dislocated grip out of normal position. The instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the yaw direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. In addition, a visual inspection found discoloration of the force amplification pulley located outside of the pulleys. The complaint regarding limited movement was confirmed by failure analysis.the probable root cause of dislodged grip tang and imprecise motion is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.